Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6)2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: no. Investigation summary: only a photo was submitted for review. The photo displayed a needle attached to white grip, loose grey tip needle and the retention washer inside of a package. Total number of complaints for related event: 17 (as of (B)(6) 2018). Rate of occurrence of event (actual number of defects/failure mode reported): 0.49 cpm determined by dividing number of reported complaints by number of units sold: (B)(4)complaints divided by (B)(4) units sold for (B)(6) 2017 to (B)(6) 2018. Through complaint trend analysis combined with feedback from the field (e.g., sales reps via marketing), a spike was observed for the safety tip shield disconnecting from the needle assembly and exposing the clinician to a contaminated needle tip for nexiva p/n 383539 (18g x 1.25¿ dual port) batch 8087800. DHR review: the lot was manufactured on nexiva line 1 from (B)(6)18 through (B)(6)18. All challenges were successful. Set-up and in process samples including (but not limited to) machine caused damaged were performed at various stages during the manufacturing process and all passed per specification. 1 related qn was initiated. Qn # (B)(4) safety shield activation failure: global hold qn (B)(4) was initiated to contain product until further investigation could be completed. Eura (end user risk analysis) review: yes. Reason: review of the end user risk analysis (eura) is required for all reported incidents. This document evaluates the risk to the end user that is associated with the failure modes of the product. Findings: rm5796 rev 16(o) was reviewed and determined that a cause of the defect could be a missing bump. This defect was confirmed through the investigation of similar complaints received for the same batch/lot number 8087800. A situation analysis (mps-18-1293) was initiated due to the occurrence of this defect for further assessment. The lot number associated with this incident is under global qn (B)(4) for safety shield activation failure. The root cause and corrective actions are currently being investigated by the correspondent team. Corrective action project / CAPA (#505083): this is an issue with the safety feature of the device. Although occurrence is low and all reported incidents thus far have limited severity (contaminated needle stick injury with no known blood borne pathogen), there is the potential for higher severity end user effects. A CAPA project has been opened to address this incident. CAPA 505083 problem statement: the tip shield did not properly capture the tip of some nexiva 18ga needle between the v-clip and washer. Instead, due to the failure mode of bump out of specification (small or missing), the needle pulled through the washer and allowed the gray tip shield to disconnect from the needle assembly.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system, the needle shield fell off during activation, which leaves the needle exposed. There was no report of injury or further medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system, the needle shield fell off during activation, which leaves the needle exposed. There was no report of injury or further medical intervention.